Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of the sample, red cell hang-up, and hemolysis. The following information was provided by the initial reporter. The customer stated: some are with tubes' walls getting dirt with blood (red cells hang up issue), and hemolyzing the sample (hemolysis issue). Others are with the gel getting mixed to the serum (poor barrier separation issue).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang-up and hemolysis was observed. Poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for further evaluation. 200 samples were visually evaluated and all samples presented the additive inside the tube. 5 samples were sent to design center for clinical testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, red cell hang up, poor barrier and hemolysis, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang-up and hemolysis based on the photo review. This complaint is unable to be confirmed for poor barrier separation. All testing of retention samples was satisfactory. Bd was not able to identify a root cause. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of the sample, red cell hang-up, and hemolysis. The following information was provided by the initial reporter. The customer stated: some are with tubes' walls getting dirt with blood (red cells hang up issue), and hemolyzing the sample (hemolysis issue). Others are with the gel getting mixed to the serum (poor barrier separation issue).